Manufacturer narrative:
The field service engineer (fse) found a broken rinse unit and replaced it. The fse checked the rinse levels and performed mechanism checks successfully. The investigation determined the broken rinse arm unit (cuvette washing unit) had caused the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The correct assay is trsf2 tina-quant transferrin ver.2, not stfr tina-quant soluble transferrin receptor. There were an additional 3 patient samples that had questionable trsf2 tina-quant transferrin ver.2 results on the same cobas c 503 analytical unit. For sample 3, the initial transferrin result was 1.90. The sample was repeated the next day and the result was 2.5. For sample 4, the initial transferrin result was 1.90. The sample was repeated the next day and the result was 2.5. For sample 5, the initial transferrin result was 2.1. The sample was repeated the next day and the result was 2.8.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) replaced a sample probe, checked probe washing and pressure, checked rinse intervals, and performed qc successfully. The customer performed precision checks successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 and stfr tina-quant soluble transferrin receptor results for 2 patient samples on a cobas c 503 analytical unit. For sample 1, the initial ca2 result was 1.91 mmol/l. The sample was repeated the next day and the result was 2.42 mmol/l. For sample 2, the initial transferrin result was 1.90. The sample was repeated the next day and the result was 2.5. The units of measurement were not provided.